Event description:
The pt claimed that after the first 2-3 nights of use, the pt line loosened from their transfer set. It did not completely disconnect, but there was fluid leakage at the connection point. No pt injury or medical intervention was indicated by baxter.